Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had intermittent loss of capture, as there was an occasional dropped beat on the rv channel of the EKG that could not be explained. Upon interrogation, the device had normal sensing and pacing behaviors, and there was nothing in the timing cycle that would suggest incorrect programming. The issue was not able to be identified. The rv lead was surgically capped/abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.